Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that communicator was showing red when plugged into power for the past 30 min. The caller stated that the patient shut of the ins due to shocking/jolting sensation and has not used the ins since then and has not charged the tm90 since then. Reviewed that the patient will need replacement tm90 before MRI could be completed, as ins has to be in MRI mode before scanning. The caller reported that the patient was having the  ins removed today. Ts reviewed; it may be best to hold the MRI until the ins/lead has been removed from the patient.  Reviewed for caller to call ts if a decision is made to get a replacement tm90 if plans change. The patient reported to the caller that she stopped using the device about a year ago because it was shocking and jolting her. No further details were available by the caller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.